Event description:
It was reported that the pump touchscreen was cracked and unreadable and unresponsive. Reportedly, the pump touchscreen was damaged after the pump got stuck and a car door was shut on the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.